Event description:
The customer reported being unable to charge the machine and an occasional black screen.

Manufacturer narrative:
(B)(4). The customer reported being unable to charge the machine and an occasional black screen. The unit was evaluated by philips. The device failed to power up. Replacing the energy select switch resolved the reported symptoms.